Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The iesu went on site, but the issue was not confirmed. The isi fse replaced the iesu. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the bovie pad was not registering on the integrated electrosurgical unit (iesu). The customer tried multiple grounding pads, re-prepping the patient site, and trying multiple patient locations, with no resolve. The system logs reflected no related errors. The customer was using a validated conmed brand grounding pad. Intuitive surgical, inc. (Isi) technical service engineer (tse) inquired if the customer had any other brand of grounding pads available; the customer did not. The isi tse verified proper orientation of the ground pad before asking if the customer could reposition the ground pad. The customer stated they had already tried that. The isi tse had the customer reboot the iesu, but the issue persisted. The customer stated that when the ground pad was placed on her arm, the ground pad was recognized. The customer stated they had cases that weekend and were concerned that the iesu would not recognize the ground pad. The customer was finished using energy at the time of the call, but wanted to make sure the erbe would be functional. The procedure was completed with no reports of patient injury. The site's clinical sales rep (csr) contacted intuitive tech support within the hour of the initial call and stated that the surgeon was not comfortable using the system until the iesu was replaced. Intuitive surgical, inc. (Isi) received the following additional information via follow up with the csr: the iesu was used to complete the case using bipolar energy only. The surgeon was not able to use monopolar energy for the rest of the case. Once the case was finished, the customer had the iesu switched out to a new one by an isi field service engineer.